Event description:
It was reported that the insulin pump alarmed experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Customer stated blood glucose is normal and did not require any medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. No damage was noted to the interface circuit board. The insulin pump was received with a cracked case at the display window corner.